Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the tab was broken off of the power cord bay, the case handle was damaged, the bezel overlay was damaged, the electrocardiogram (ECG) connector was loose, the screen had a fuzzy appearance and was also out of specification on the analyzer signals functional test, the antenna was out of specification, and the keyboard connector was damaged. (B)(4)

Event description:
It was reported that the programmer had been dropped and there was physical case and display damage. The programmer and radiofrequency (rf) head were returned to the manufacturer, were analyzed and tested out of specification. There was no patient involvement.